Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s5 double head pump. The incident occurred in dublin, ireland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a s5 double head pump displaying a motor control failure error message during setup of the first case of the day. The user tried to clear the error message and connected to another pump base but the same error message was received. There was no patient involvement.

Manufacturer narrative:
Through follow-up communication livanova learned device model and serial numbers which have been added to the dedicated d.4 section. Manufacturing date of device has been added accordingly to h.4 section. H.10: the reported error code can be due to: occlusion set too strong by the user (user error); wrong tubing used by the customer (user error); rotor blocked by foreign object; defective bearing; defective motor controller board. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue at power up of device. Traces of dust were found on motor control board and motor end stage board which were replaced and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2012. Based on the above, the most likely root cause of the reported event was a defective motor control board with the contribution of aging of the unit and use condition which probably caused the accumulation of dust on the boards.

Event description:
See initial report.